Manufacturer narrative:
Alleged failure: eib (B)(6) broken spring where light cord plugs in. It will lose connection and cause the light source to turn off mid case po# (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a missing contact ring. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.